Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found no problem. However, the fse reseated all rear connections for main drawer 4 to resolve the reported issue. The fse tested drawers 4.1 and 4.2 multiple times in diagnostics without any problems. The system functioned as intended after the field service engineer inspected and adjusted the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawers 4.1 and 4.2 repeatedly failed and were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.